Event description:
It was reported that high lead impedance readings were obtained during a routine office visit. The pt's device was not programmed off. There were no reports of any patient adverse events. Additional info received from the patient's neurologist revealed that there were no reports of manipulation or trauma that could have caused or contributed to the high lead impedance. X-rays were taken however they cannot be downloaded and sent for review. The pt has been referred for a full revision in which the lead and generator will be replaced.